Event description:
It is reported that the instrument failed to snap.

Manufacturer narrative:
Evaluation summary: the instrument should be lubrication with a water soluble lubricant such as "instrument milk" prior to each use for proper functioning of the device. Cause cannot be definitively determined. The returned glenosphere distractor does not snap when the handle is fully actuated. The device had a potential field age of approximately 1 year. Device history records indicate device manufactured to specification. The reported malfunction has caused or contributed to a serious injury in the previous two years on a same or similar device. As a result, this report is being submitted in compliance with the medical device reporting for manufacturers guidance document published by the FDA in march of 1997.